Event description:
The following has been reported: error 17 und 54: battery charging error / secondary coulometer communication for battery pack error reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and several error ID 17 and 54 were found the device was not received because it was repair locally. To solve the issue the power supply board have been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. The reported event could not be reproduced during testing but can be confirmed as it was observed an abnormal overload current, i.e. The charge level was out of tolerance at 173 ma in slow charge and 505 ma in fast charge, when it should be between 135/165 ma and 405/495 ma. For this complaint, with the results of analysis the root cause of the triggering of error 17 or 54 must be related to a degradation of the charger component on the power supply board. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.